Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, the patient underwent a surgical procedure whereby the transverse aorta was replaced with a vascular graft. On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprosthesis (tgt3420/7813430) to treat two separate descending thoracic aortic aneurysms. The proximal end of the tag device was implanted inside the vascular graft. The patient tolerated the procedure. On (B)(6) 2010, the patient suffered a stroke. The physician attributed the stroke due to the procedure. The patient was reportedly treated, but it is unknown what kind treatment was given. On (B)(6) 2010, a type ii endoleak was identified. The aneurysm diameter measured 60 mm. On (B)(6) 2011, the persistent type ii endoleak was identified. The aneurysm diameter measured 52 mm. On (B)(6) 2011, the persistent type ii endoleak was identified. The aneurysm diameter measured 52 mm. On (B)(6) 2012, the persistent type ii endoleak was identified. The aneurysm diameter measured 58 mm. On (B)(6) 2013, the persistent type ii endoleak and a proximal type I endoleak was identified. The aneurysm diameter measured 67 mm. No re-intervention has taken place.